Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem was confirmed. The plastic housing of the connector and connector locking nut were physically broken. The cause of the physical damage to the connector cannot be positively determined but was likely due to user handling. No adverse event resulted from the damaged connector. The patient received a replacement electrode belt.

Event description:
The daughter of a (B)(6) male patient contacted zoll lifecor customer support to report that the patient's electrode belt connector was damaged. She reported that the patient apparently removed the electrode belt during an echo at his doctor's office and now the electrode belt will not properly connect to the monitor. The patient's suspect electrode belt was replaced.